Manufacturer narrative:
Add'l info will be provided once the investigation is completed.

Event description:
It was reported that when power was applied to the unit, an e-3 error appeared on the lcd after 5-10 minutes. It was further reported that the voltage on the tp13 was running low, between .1 and .5.